Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd tube sst plh 13x100 5.0 plbl gold br all were only partially filling during use. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: we are having problems with the vacuums of some gel tubes, the same has been reported in several collection units after switching to the attached batch.

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed in two (2) tubes. Additionally, five (5) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 100 bd tube sst plh 13x100 5.0 plbl gold br all were only partially filling during use. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: we are having problems with the vacuums of some gel tubes, the same has been reported in several collection units after switching to the attached batch.